Event description:
A report was received that a healthcare worker (hcw) experienced an eye splash when she was placing some instruments in the solution for high level disinfection. About 3-4 drops of cidex activated got onto her left eye. The left eye became red, irritated and burned. She was not wearing protective personal equipment (ppe) when the eye splash occurred. She rinsed her eye with water for about 5 minutes. A customer care center (ccc) associated reviewed the product IFU precautions section as well as reviewed and faxed the product msds to her. In a f/u telephone call, the hcw stated that she is planning to see her primary care physician, but at this time her left eye is fine. She now wears appropriate ppe when working with the product.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of analysis, trending by problem code, failure mode and effects analysis and health hazard evaluation. A review of the certificate of analysis for cidex activated dialdehyde solution for lot 150509 (full lot number should read as 150509/022) indicated that the product meets specifications at the time of release. A search of the complaint database for cidex solution lot 150509 and 150509/022 did not reveal any similar complaints. A review of the complaint history from (B)(6) 2009 for cidex activated dialdehyde solution with the problem code "hr-eye splash" and "hr-eye burning" did not reveal any other complaints. The cidex activated dialdehyde solution fmea (failure mode and effects analysis) was reviewed for potential eye splash, and the rpn (risk part number) was below the threshold of 100. A review of the hhe (health hazard evaluation) for eye contact with glutaraldehyde solution indicated a hazard/risk index score of 3 (none/negligible). The cidex solution instructions for use (IFU) state that in case of contact with eyes, rinse immediately with plenty of water and seek medical advice. The IFU also states that suitable protective clothing, gloves, and eye/face protection should be worn when handling the solution. The customer failed to follow the instructions for use regarding the use of eye protection.